Event description:
Information was received from a patient via healthcare provider who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications use. It was reported that since the implant, she has not been getting any pain relief. The patient stated that she has been telling the physician she has not been getting any pain relief at all. She went to the physician to have the pump filled on wednesday and they told her the pump has only used about 1/4th of the medication that was in the pump in about 2 months. They told her it was a volume discrepancy and told her to call medtronic. The patient redetected to their physician. Additional information was provided from a healthcare provider (hcp) stated that there was no volume discrepancy, but the handset was stalling at 90 percent. Furthermore, the patient was not getting any relief since they were not getting any bolus. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.